Manufacturer narrative:
Method: risk assessment. Result: device inspection could not be completed due to no parts or lots provided. Conclusion: the possible root cause of the event is patient hard bone.

Event description:
It was reported that; doctor doing occipital fusion wanted a temporary fixation pin. He asked to get a set and used the pin to secure plate onto the occiput. Update 5/3/2017: the fixation pin broke.

Event description:
It was reported that; doctor doing occipital fusion wanted a temporary fixation pin. He asked to get a set and used the pin to secure plate onto the occiput. Update 5/3/2017: the fixation pin broke.